Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and device dislocation ('right essure device not in fallopian tube,essure device is not definitely seen in the expected location of the right fallopian tube.') In an adult female patient who had essure (batch no. A73755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, caesarean section, induced abortion and spontaneous abortion. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("pain vaginal"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation and vulvovaginal pain outcome was unknown. The reporter considered device dislocation, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: essure procedure note: could not insert essure device on right beyond ostia (question) obstruction. Essure performed, left side was easy with 5 trailing coils. Right side was more difficult. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Lot number:a73755. Manufacture date: 2012-11. Expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and device dislocation ('right essure device not in fallopian tube,essure device is not definitely seen in the expected location of the right fallopian tube.') In a female patient who had essure (batch no. A73755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, caesarean section, induced abortion and spontaneous abortion. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("pain vaginal"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation and vulvovaginal pain outcome was unknown. The reporter considered device dislocation, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: essure procedure note: could not insert essure device on right beyond ostia (question) obstruction. Essure performed, left side was easy with 5 trailing coils. Right side was more difficult. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-oct-2019: pfs received: previously reported event injury was replace with new events. Following events were added : vaginal pain and pelvic pain. Lot number added. Medical history and reporter information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.